Event description:
The patient presented for a generator replacement procedure. During the procedure, damage to the insulation of both the right atrial (ra) and right ventricular (rv) leads was identified. The affected ra and rv leads were capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.